Event description:
It was reported that the patient has deceased due to acute respiratory failure and complete heart block. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Device returned for analysis due to patient death. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.